Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported to technical support (ts) that a fluid leak was discovered at the end of a patient¿s pd treatment. The pd nurse observed fluid leaking out of the cassette door when it was opened. The patient was being trained to use the cycler when the leak occurred. Earlier in the treatment, the pd nurse stated there were multiple (unspecified) heater bag and patient line related alarms. The drains were reportedly taking a long time. No damage was identified on the cassette and the cause of the leak was unknown. The ts representative advised the pd nurse to discontinue use of the cycler and a replacement was ordered for the clinic. The patient reportedly completed treatment on the cycler. The pd nurse confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, it was confirmed that the replacement cycler had been received. The cycler in use at the time of the event was returned to the manufacturer for physical evaluation. The cassette was also reported to be available for a manufacturer evaluation.